Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported an elevation in blood glucose (bg) levels. The patient administered a bolus, but it did not decrease their bg levels. The patient then removed the pod and observed that the pink slide insert did not move forward, indicating that there was a needle mechanism failure.